Event description:
Additional information received reported that the patient was re-implanted with two activa sc's on (B)(6), 2012.

Event description:
It was reported that the patient developed a (B)(6) that would not reside with treatment. The infection started to travel down the leads so the entire implantable neurostimulator system was removed. The patient was healing and looking for another implant physician. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3387s-40, lot# v590198, implanted: (B)(6) 2010, explanted: (B)(6) 2011. Lead: model 3387s-40, lot# v590198, implanted: (B)(6) 2010, explanted: (B)(6) 2011, programmer: model 37642, serial# (B)(4), extension: model 37085-40, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, extension: model 37085-40, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011.